Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, the imaging window was twisted, and the sheath was entangled with the guide wire. Microscopic inspection also showed that the guidewire exit port, and the distal section of the tip were in good condition, but the guide wire was observed to be advanced on the floppy end. Impedance testing indicates an electrical open at the proximal end of the catheter, between 140-150 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 29 jul 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There was no patient complications reported. However, device analysis revealed the imaging window was twisted.